Event description:
The consumer stated her tampon came apart upon removal. She is currently diagnosed with congestive heart failure. The consumer was undecided on whether she planned to visit a doctor to ensure remaining pieces are removed.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.